Manufacturer narrative:
The insulin pump was received with all buttons responding properly. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during a bolus. The problem was not resolved with a set change. The customer¿s blood glucose during the incident was 6.8 mmol/l. It was also reported that the buttons were not reacting correctly. Their response would sometimes be delayed. The insulin pump will be returned for analysis.